Event description:
A one step button initial placement gastrostomy kit was planned for use in a percutaneous endoscopic gastrostomy (peg) placement procedure in 2008. According to the complainant, when the device was removed from the package prior to the start of the case, the button was observed to be a little outside of the sheath. A second one step button initial placement gastrostomy kit was used to perform the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted. A search of the complaint database revealed no other complaints reported for the same lot.